Event description:
Pt experienced headache; vomiting; left sixth nerve palsy following implantation of valve. Surgeon was unable to reprogram valve and replaced device. Pt was discharged with no further complaints.